Event description:
The patient experienced bradycardia (34-40 bpm) with associated pallor after an increase in vns output current. The patient's output current was reduced and the bradycardia and pallor resolved. An EKG and stress test documented the event. The patient had no pre-existing cardiac issues. The patient had no traumatic events or triggers prior to the arrhythmia. The patient's neurologist believes the bradycardia was due to vns stimulation. No other relevant information has been received to date.